Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when running the operation check test, the device displayed a battery calibration due message. The battery was calibrated. When the operational check test was re-run, the battery calibration message did not clear.